Event description:
A report was received that a pt was experiencing a burning sensation at the pocket site. The pt was scheduled to undergo a lead revision procedure due to the pocket site pain and inadequate stimulation. During the procedure, the physician punctured the dura, and therefore elected to explant the whole system. The pt is no longer experiencing the burning sensation and is reportedly doing well.